Event description:
It was reported that during an unknown procedure, the device could not fire at the first firing with this reload. Changed to another reload to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that one tr45w reload was received in good visual condition and partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. No functional test could be performed due to the condition of the reload.